Event description:
Reportedly, the titanium tacks used in a bladder suspension surgery eroded and migrated to the patient's bladder. As a result, the pt underwent additional surgery to complete the case.